Event description:
Stent was advanced over wire to (l) iliac, physician determined stent not correct size, stent pulled out over wire, not viasualized under fluoro. When fluoroed again noticed stent had come off balloon.